Event description:
It was reported that the procedure was to treat the iliac artery via a bilateral kissing stent technique. Two omnilink elite stents were advanced through the left and the right groin. A 6 french non-abbott sheath had been placed in both groins. The omnilink stent 10 x 39 x 80 mm was delivered through a 6 french non-abbott sheath and over a stiff non-abbott guide wire and was delivered successfully to the lesion site. The other omnilink elite stent 10 x 39 x 135 mm was delivered through a 6 french non-abbott sheath and over a non-abbott guide wire. However this stent (10 x 39 x 135 mm) became stuck in the sheath. It could not be advanced or retracted. The sheath, with the stent stuck inside it, was retracted from the anatomy. Outside the anatomy, when the device was removed from the sheath, the stent dislodged. A 7 french sheath was inserted and another omnilink elite stent was delivered (9 x 39 x 135 mm) and implanted. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The resistance with the introducer sheath could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston amplatz, cook roadrunner. Sheath: 6f cordis brite tip (x2). Stent: omnilink 10 x 39 x 80 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.